Event description:
It was reported that the physician needed to trim the catheter from 55cm to 30cm and withdraw the swg through the septum to a point he estimated to be below the 30cm mark. Catheter was trimmed with no resistance noted. After catheter placement, dr withdrew wire and noted the swg was unraveling. An x-ray revealed a piece of coiled wire in pt's right ventricle. The piece of wire was surgically removed and there were no pt complications reported.